Manufacturer narrative:
(B)(4) this is a report of a use error, where did not hook up a bag to the red clamp line. Per baxter labeling, users are instructed follow correct set up instructions. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The red clamp line was not hooked up to a bag. The patient could not verify whether the clamp on the line was open or closed. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.